Event description:
It was reported that the omnilink was to be deployed in the left common iliac via a contralateral approach. In repositioning, and then subsequently bringing the stent back into the sheath, the stent dislodged. A snare device was used to retrieve the stent, but the attempt was unsuccessful.